Event description:
Complainant alleged that the first responder was attempted to defibrillate a 76 year old male pt in cardiac arrest. The medics put the device into semi-automatic mode and then analyzed the pt's heart rhythm. The analysis indicated that the pt was in ventricular fibrillation and the device advised a shock to the pt. The medic then shocked the pt twice (joule settings unknown.) The medics then received a "check electrodes message. The medic then repositioned the pads and checked all connections, but they still received the same message. The ambulance then arrived on the scene and took over the care of the pt using the ambulance's defibrillator. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant further indicated that the pt had a history of heart problems.